Event description:
Patient reported, right side pain, deflation/leaking. And described the devices as "rough" on one side (textured description), implant exchange. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: pain, deflation/leaking, anxiety-product/procedure.